Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.

Event description:
Pt was an (B)(6) female with a right m2 middle cerebral artery (mca) occlusion. One pass was made with a merci retriever v 2.0 firm resulting in a thrombolysis in cerebral infarction (tici) score of 2b. Diffuse bleeding-subarachnoid hemorrhage (sah) was confirmed at immediate post-operative CT scan. External ventricular drainage was performed for the sah. The pt became bedridden from sah and developed an aspiration pneumonitis and expired on (B)(6) 2011. Tissue plasminogen activator (t-pa) was not used during the case. Physician believes that the merci device caused the sah.